Event description:
It was reported that pump was delivering food boluses at night, causing the customer's blood glucose (BG) to drop between 37-44 mg/dL. Customer consumed juice and glucagon nasal spray (Baqsimi) to address the BG. Tandem Technical Support reviewed the pump data and confirmed the pump was working as intended. The customer confirmed that they had manually been entering food boluses at night.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.